Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an issue with the stimulator 8 or 9 months prior to calling in which a rep helped them resolve at that time. The patient said the rep thought maybe physical therapy may have dislodged something. They experienced a burning feeling. Additional information was received from a consumer regarding the patient on 2020-jun-22. It was reported that the implanted battery dislodged from its place in her buttocks. No specific steps were outlined to resolve the issue. The patient noted that she had been told that in time, it would re-establish itself. There were no further complications reported or anticipated.